Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Tampon partially pushed out of opening, applicators were filled with 2 tampons, tampons with no string [device physical property issue]. Tampon string broken off [device breakage]. Case description: consumer sent e-mail stating the tampons were irregular or defective. At least three applicators were already open (the tampon was partially pushed out of the opening), two tampons did not have a string (or the string had been broken off), and two of the applicators were filled with two tampons. No injury was reported.